Event description:
It was reported, the flushing pump had water pump failure in head 1. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, g4, h2, h3, h4, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed: water pump failure in head 1 due to pump head failure. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: 7.2 checking the flow rate the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient, we recommend that you replace the pump head". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump had water pump failure in head 1. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.